Manufacturer narrative:
Section d10 references: product ID b35300. Serial# (B)(6). Implanted: (B)(6) 2024: product type implantable neuros timulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported they were getting a 2703 error message stating therapy wasn¿t being delivered at desired amounts. The rep also mentioned the battery drained by 40% overnight. According to the rep the patient was known to have historically low impedances on one electrode that was present prior to battery replacement and was still there after the replacement was completed. The rep thought the error code and battery drain was possibly due to the impedance issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the low impedances was unknown. No actions are being taken as the patient is doing well. The issue with the abnormal battery depletion was resolved. Patient is receiving effective therapy.